Event description:
The head of the respiratory service requested the manufacturer's local business manager visit the hospital to discuss an incident where they reported the ventilator shut down and did not alarm when the battery failed during transfer of a patient. The hospital reported the patient, who was very ill, passed away later in the day. Further information has been requested of the customer. The ventilator was returned to the manufacturer for analysis. Initial battery run time testing passed and the battery functioned per specification. Review of the ventilator event log noted several low battery and battery depleted alerts to the user when no ac power was in use.

Manufacturer narrative:
Device is not available for analysis.(B)(4).

Event description:
Per the audiologist, the patient was experiencing facial nerve stimulation and not responding to any stimuli. The results of integrity test indicated normal receiver stimulator function with multiple electrode array anomalies. Programming around the anomalous electrodes relieved the facial nerve stimulation. The results of a CT scan indicated the electrode array is partially inserted in the vestibule. The device was explanted (date unknown) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).